Event description:
During the surgery, when the package was opened it was found the locking ring had been disassembled from the cup. A backup device was used.

Manufacturer narrative:
No device evaluations could be performed as no items associated with the event were returned or made available for identification or evaluation. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. The (B)(4) was reviewed for similar reported events regarding the locking ring disassembling from the cup. There were no similar reported events identified for the same catalog number or lot number. Insufficient information was provided to confirm the reported event and determine the root cause. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.